Event description:
The customer reported that the fluoro live image display on the workstation left monitor began flashing on and off. The system was rebooted but would not come up. Also a "stator not on" error message was displayed. There was no patient injury.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.